Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) pump that was no longer functioning properly. The pump had migrated from within the scrotum to above the scrotum. Despite the physician instruction to pull the pump down regularly, the patient was no doing so. Surgical intervention was performed to washout the area and replace the pump. There were no patient complications reported.